Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse visited the site and replaced e-200 generator. The system was tested and verified as ready for use. Isi has received the da vinci product involved in this complaint, and failure analysis confirms no issue observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after port placement, e-200 generator flashed not detected message. Technical support engineer (tse) asked customer to check cable connections, reboot the system and connect a backup e-200 generator as an alternative. The surgeon choose not to troubleshoot and convert to laparoscopic procedure with additional ports placement. The patient tolerated the conversion and surgical procedure got delayed approximately for 20 minutes.